Event description:
Patient implanted with rod and screws for a 3-level posterior lumbar fusion at l3-l4, l4-l5, l5-s1 on (B)(6) 2012. During the patient's 2-week post-op examination, x-rays confirmed the rod on the one side had backed out at the top of the construct. X-rays also confirmed two (2) of the locking caps are loose and is free floating on the one side of the construct. Rod separated from the screw at l3 on the right side of the construct. The locking caps had popped off at l4 and l5 on the right side of the construct and were free floating. The rod appeared to be secure within the polyaxial head with cap attached at s1. The rod itself appeared to have rotated completely around and was in a kyphotic curve as opposed to a lordotic curve as originally placed. Patient was asked if a fall had occurred and communicated to a surgeon that a "twisting event" had taken place but did not expand on the event. Revision surgery on (B)(6) 2012 was completed successfully. Surgeon removed the entire right side of the construct on re-instrumented patient. During the removal it was noted that the locking up at l3 was loose when removing from the level where the rod pulled out. The s1 locking cap was also loose when removed where the rod was still secured within the screw head. The s1 screw was extremely loose and barely had any purchase left and was removed with no effort. Surgeon revised patient with larger diameter screws. The left side of the construct was intact. Patient requested possession of the implants. This is the 6th of 9 reports submitted on this event.

Manufacturer narrative:
Five initial reports previously submitted on this event. Additional device information received and four additional reports are being submitted. Investigation is on going: no conclusion could be drawn as no device was returned or lot number provided.